Event description:
Patient had port placed (B)(6) 2024. (B)(6) 2024 patient's chest port had flipped backwards. Radiologist successfully manipulated port under fluoro. Port accessed aspirated and flushed blood return noted. Heparin locked.